Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing due to an inability of the battery to provide power. Internal inspection of the battery revealed that a wire that connects from the printed circuit board (pcb) to a cell pair was found disconnected from the board. This caused the battery to generate faulty test readings. It was noted that the wires were improperly stripped during assembly, causing a marginal connection that eventually disconnected from the pcb. The wire was re-stripped and re-soldered to the pcb; results revealed that the battery regained functionality and performed as expected. The most likely root cause of the reported event can be attributed to an excessive stripping of the wire during the assembly of the unit, resulting in a marginally connected wire to the printed circuit board. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery used as a primary source was draining power. This occurred while the controller was plugged into the controller ac power cable at night. Other batteries were tested with no issues found. The battery was removed the same day from service and replaced. No patient complications have been reported as a result of this event.